Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with unspecified antibiotics (intraperitoneal) for peritonitis. Pd therapy was ongoing. The cause of peritonitis, hospitalization and patient outcome were not reported. No additional information is available.